Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During preparation of a triclip xtw, the clip opened to approximately 50 degrees while testing the established final arm angle (efaa). Troubleshooting was performed unsuccessfully and a new triclip xtw was selected. During the procedure the triclip xtw attempted to grasp the leaflets multiple times unsuccessfully, it was noted after several attempts that one of the grippers was no longer actuating. The clip was extracted and a new triclip xtw was selected. The triclip xtw was attempted to be placed but was unable to adequately capture the leaflets due to the patient anatomy. The third triclip xtw was extracted from the patient and the procedure was discontinued without implanting any clips. The final tr remained at grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.